Event description:
It was reported that the patient with this right atrial (ra) lead had a lump that blew out of the skin and possible infection. Reportedly, the patient had pain from the wrist to the left arm. It hurt so bad and got worse, bigger, redder, and blew through the skin. There were no additional adverse patient effects reported. The ra lead remains in service.